Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the device powered on by itself and would not remain powered off when the on switch was pressed. Physio-control determined that the cause of the reported issue was due to an electrical short between sockets 2 and 6 of cable-mounted plug connector, designator p5, on the membrane switch assembly. The membrane switch having a short between sockets 2 and 6 of cable-mounted plug connector, designator p5, caused the device to repeatedly power on by itself until the battery had depleted. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device could not be powered on when they wanted to use it on patient. Reportedly the readiness display showed ok and one bar out of four for the battery charge level. A back-up device was available immediately and was used to continue treatment. There was patient use associated with this event. The patient expired. The ems provider stated that the device use did not contribute to the patient's outcome.